Event description:
It was reported that the ilet pump¿s touchscreen appeared unresponsive and the user could not unlock the pump; after the user restarted the ilet via the paired phone, the pump unlocked and functioned, with a reported blood glucose of 198 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software-related issue consistent with an unresponsive touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.